Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had unintuitive jaw movement in the case. The reporter did not have the exact event date and provided their earliest in their range of dates. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument exhibited imprecise motion when the master tool manipulators (mtm) were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed, or the instrument would just stop moving. The instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. Further evaluation found the instrument was found to have multiple input disk broken. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #6. As a result of the broken inputs the instrument failed engagement. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.